Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up this morning and she noticed that a piece was missing in the reservoir compartment. Customer's blood glucose was 325 mg/dl at the time of the incident. Customer stated that she is sure she dropped it but was not sure when. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she will keep the pump at this time. Customer declined troubleshooting for her high blood glucose since it is down now. Customer stated that her blood glucose was due to the reservoir coming out of the pump as a result of the missing piece in the reservoir compartment.